Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2011 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(B)(6) 2011: the lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed. 510(k) # is k053529.

Event description:
On (B)(6), 2010 the lay user/patient's nurse contacted lifescan (lfs) alleging that the patient's onetouch ultra2 meter was reading inaccurately. The medical surveillance specialist (mss) was unable to reach the patient on (B)(6), 2011. The mss spoke to the patient on (B)(6), 2010 and obtained/verified the following information. The patient informed the mss that his testing frequency is 1-2 times per day and manages his diabetes with lantus insulin. The patient state he administers 10 units of insulin in the morning and 36 units before bedtime. The patient reported the alleged issue began on (B)(6), 2010 at 6:18am. The patient verified and confirmed that he obtained the same blood glucose reading of "96 mg/dl" 4 days in a row with the subject meter. Despite the alleged issue, the patient confirmed he continued to take his usual dose of medication. The patient's nurse stated the patient was feeling shaky, thirsty, and hungry 3 days after the alleged issue started; however when the mss spoke to the patient, he was not able to confirm the symptoms or whether the symptoms were associated as high or low blood sugar symptoms. The patient also was not able to confirm whether he received any medical treatment due to the symptoms. At the time of troubleshooting, the cca verified an approved sample site was used and the correct unit of measure was set correctly on the subject meter. Replacement products were sent to the patient. This complaint is being reported the patient's nurse reportedly stated that the patient developed symptoms suggestive of a serious injury after the alleged meter issue began.